Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Fa found the following additional observations not reported by the site: the instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The root cause of this issue is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (part# 470183-14 / lot# n12210125 / sequence# 0149) associated with this event has been performed. Per this review of the logs, the instrument was last used on 04-jun-2021 on system serial# (B)(4) with 3 uses remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the permanent cautery hook was noted to have a broken cable. The procedure was completed as planned with no report of patient harm, adverse outcome, or injury. Per subsequent follow-up with the reporter on 01-july-2021, the da vinci coordinator stated that she saw the cable breakage occur and confirmed that nothing had fallen inside the patient's anatomy. She also noted that if there was any piece missing from the instrument that it must have occurred or dislodged when the instrument went down to the central processing department.